Event description:
An optometrist reported that a patient presented with trace epithelial cell ingrowth in both eyes following a lasik enhancement. In a follow up, a technician reported that the event is improving with no additional treatment, and the patient will be returning for additional follow up. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).